Manufacturer narrative:
Medical device lot #: 7293960, medical device expiration date: 10/31/2020, device manufacture date: 10/20/2017. Medical device lot #: 7269788, medical device expiration date: 10/31/2020, device manufacture date: 09/26/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder pushed off tube with use. No report of medical intervention or serious injury.